Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 4, 2016. (B)(4) not returned to manufacturer.

Event description:
It was reported the patient was admitted to the hospital with burns to face, abdomen and both hands sustained in a garden fire. Prior to the allergic reaction burns were being dressed with jelonet and paraffin gauze. Between (B)(6) 2016 patient underwent surgical cleansing of the burn wounds where aquacel ag dressing was applied to the wounds. (The surgical cleansing was a single prep procedure under anaesthetic where an iodine solution (surgical betadine)was painted on to the burns and then wiped off prior to applying the dressing). The patient started to complain of pain and discomfort and when the dressing was taken down it appeared that the patient had experienced an allergic reaction to the aquacel ag. The skin in contact with the dressing was purple and blistered with the epidermis lifted completely. The extent of the tissue damage was so severe that on (B)(6) 2016 the patient had to undergo surgical skin grafting to the face, chest and one hand. Prior to the allergic reaction it was thought that the burns could be managed conservatively. The patient is a jehovah's witness and cannot accept any blood products, the surgery was therefore traumatic and exposed her to unnecessary risk. Following surgery the wounds are now healing, however patient remains an inpatient. Per additional information received, the only allergy related occurrence in this patient's life was a reaction to some jewelry she wore when she was a very young girl. It was a white metal and possibly silver, the reaction was to previously healthy, intact skin and was "no where near as severe as this incident". The patient is a fit and healthy lady and this reaction is totally unexpected.